Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
Received information stating ventilator had a blank screen. Patient information was not provided.

Manufacturer narrative:
(B)(4). After further review, the light-emitting diode (led) was not replaced to resolve the issue. The liquid crystal display (lcd) display and flex circuit cable were replaced.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the light-emitting diode (led) and the flex circuit cable. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4). Additional information was received regarding patient involvement.

Event description:
The reported condition occurred during patient use. The ventilator was changed and there was no harm to the patient.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.